Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s newly applied dexcom g7 continuous glucose monitor failed to pair with the ilet and the device did not display glucose data until after guidance to toggle the g6/g7 setting, reenter the four-digit pairing code, and perform an ilet restart. Symptoms included no injury and no adverse clinical effects, with glucose levels reported in range. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and confirmation of restored glucose display on the ilet following the setting adjustment and device restart. Investigation of this case revealed that the device pairing issue resolved after reconfiguration and restart, consistent with a software or connectivity pairing problem rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to initial pairing failure, corrected through standard troubleshooting.